Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." A review of the device's serial number history revealed no prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced. The alleged device failure was not confirmed, and the probable cause remains undetermined. (B)(4) was initiated to investigate the root cause for this failure mode. B:3 date of event the event year is 2025. The end user did not know the exact month and day of the event. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." The end user did not provide any additional information. No patient harm was reported.